Event description:
A healthcare professional reported that no aspiration was observed during retinal complete vitrectomy surgery. The surgery was completed on same day. There was no patient contact and impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used probe was returned and visually inspected. No occlusion nor detachment were found in the tubing insertion into the probe engine. The needle tip on the probe engine was curved on returned condition. The probe manifold was tested on the console software. The led (light emission diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe manifold and the console. 20000 cut rate displayed on the screen when the rfid (radio frequency identification) connectors were engaged to the console. No message code appeared on the screen. The rfid met specification. The aspiration and suction functional test on the console could not be performed because of damage to the component that was returned for testing. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as the product was returned damaged and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).